Manufacturer narrative:
(B)(4). The reported complaint was confirmed. During laboratory evaluation the capacitor at c19 on the auxiliary printed circuit board (aux pcb) has failed and accounts for the smell and smoke described in the complaint. Externally, no additional issues were observed through visual inspection. The product will be sent to service to be brought to manufacturers specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the blood parameter monitor (bpm) had a slight electrical smell. When the case ended, smoke was observed coming out of the slots. The device was not changed out. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical summary on 22-jun-2016: the bpm was used during cpb, but a slight electric burning smell was evident. There were no issues with functionality of the monitor. After cpb, smoke was observed exiting the monitor. The monitor was removed from service. The case was completed successfully, without delay and without associated blood loss. There was no harm observed.